Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed an atrial lead position check failure causing the anti-tachycardia pacing to be turned off. The therapies were turned back on however the issue reoccurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no issues with the ra lead. The atrial lead position check failure was due to ectopy.